Event description:
It was reported, "the packaging was not sealed when received at the facility" on the ez clean lap electrode. The device was not used.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. The device was revealed with an unsealed stryker tyvek pouch and label. A physical inspection of the returned device packaging revealed that the tyvek pouch had no evidence of a bottom edge seal line. Based on the investigation, the most likely root cause for the reported event is a packaging error that was missed during inspection prior to release from sss. This is the first complaint of this nature that sss has received.